Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. The manufacturer¿s international service technician confirmed the reported touchscreen issue. Found that the touchscreen malfunction was caused by the mmi(man machine interface printed circuit board) failure and replaced the mmi to address the reported problem. The device was returned to full functionality.

Event description:
The customer reported that the touchscreens were not available. There was no patient involvement. The event date was not specified; estimate used.